Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 9.4mmol/l and 13.4mmol/l obtained using the subject meter, both readings within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/06/2014) device evaluation:the lay user/patient¿s products have been returned on 09/08/2014 and evaluated by lifescan product analysis on 10/01/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.